Event description:
On (B)(6) 2011, the patient was being treated for a ruptured thoracic aortic ulcer using a gore dry seal sheath. It was reported that the patient had calcified iliac arteries and the physician had some difficulty advancing the sheath to the desired location due to resistance within the artery. The sheath was fully advanced and the devices were deployed with no complications. Upon removal of the sheath, it was noted that the patient's blood pressure dropped significantly and the patient's left external iliac artery was perforated. An ilio-femoral bypass procedure was performed to treat the perforation of the artery and the patient's blood pressure became stable. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.